Manufacturer narrative:
A ge svc rep conducted an onsite investigation. The power control board was replaced. The sys was tested and operates as intended.

Event description:
The customer reported that the sys would not boot up. No pt injury was reported.